Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. At the moment of performing the rotational block of the cephalic screw, the flexible screwdriver does not fit correctly in the hexagonal hole, it was tried to make the block as indicated by the technique in a clockwise direction but it did not advance because it did not fit correctly. The option of using another reference was given but since it was not flexible, the patient's tissues did not allow a correct anchorage.since the patient had a lot of subcutaneous cellular tissue and muscle, it delayed the surgery for twenty-five minutes. To solve this problem the surgeon used a flexible hexagonal screwdriver and this allowed to make the blockage without any inconvenience and without generating discomfort to the specialist. Procedure was completed successfully.this report is for a 5mm hex flexible screwdriver.this is report 1 of 1 for pc-001587222.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: part: 03.037.028. Lot: 606p661. Manufacturing site: hägendorf. Release to warehouse date: 06-april-2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The device associated with this report was not returned to depuy synthes for evaluation. Photographs were reviewed, however in the images provided no observations pertaining to the nature of the reported event could be identified such as unable to assemble or disassemble. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached don't have any screws jammed to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the surgery was completed successfully and the patient outcome was effective.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5: event description updated. H6: health effect codes updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.